Event description:
It was reported that the burr was stuck in the lesion. A rotapro 1.50mm was selected to treat a 90% stenosed, severely calcified and moderately tortuous lesion located in the left anterior descending artery. Rotational speed was set to 160,000 rmp. During the first ablation the device stalled and became stuck within the lesion. The rotapro 1.50mm was cut to retrieve the device. The procedure was completed with a different device. No patient complications occurred.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was also returned. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device identified the same foreign material (fm) on the coil and burr as indicated by the photos that were provided for analysis. There were no further damages or defects identified to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. In order to determine the nature of the identified fm on the device, the device was submitted for testing. During testing, it was found that the material on the burr and coil most closely resembled bisphenol a [bpa]. Product analysis could not confirm the reported events, as the device was able to reach and maintain optimal rpm with no resistance or issues, no damages or defects contributing to the device becoming stuck in the lesion were identified, and the clinical circumstances could not be replicated. The reported fm was able to be confirmed, as the material identified on the coil and burr was found to most closely resemble bpa after testing.

Event description:
It was reported that the burr was stuck in the lesion. A rotapro 1.50mm was selected to treat a 90% stenosed, severely calcified and moderately tortuous lesion located in the left anterior descending artery. Rotational speed was set to 160,000 rmp. During the first ablation the device stalled and became stuck within the lesion. The rotapro 1.50mm was cut to retrieve the device. The procedure was completed with a different device. No patient complications occurred. It was further reported upon removal, there was foreign material noticed on the device.

Event description:
It was reported that the burr was stuck in the lesion. A rotapro 1.50mm was selected to treat a 90% stenosed, severely calcified and moderately tortuous lesion located in the left anterior descending artery. Rotational speed was set to 160,000 rmp. During the first ablation the device stalled and became stuck within the lesion. The rotapro 1.50mm was cut to retrieve the device. The procedure was completed with a different device. No patient complications occurred. It was further reported upon removal, there was foreign material noticed on the device.

Manufacturer narrative:
Added statement that additional device code in h6 was applied based on the additional information received.